Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the system would intermittently reverse the readings when pressure was applied to the system after the module was calibrated and the pressure readings were zeroed on the screen. Channel a is for line pressure, channel b is a negative pressure. The negative pressure would show up where the line pressure should be, and the line pressure would show up where the negative pressure should be. The user switched the cables to try to correct the problem on the pressure module. An alternate device was employed which resolved the issue. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.